Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
The stimulator turned off and the patient experienced return of symptoms. An attempt to interrogate the implantable pulse generator (ipg) failed. The ipg was replaced. The physician questioned how quick the battery was depleted. The initial settings of the device were 4.5 v, 90 msec, 185 hz, continuous stimulation through electrodes 1 and 2.